Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient's implantable pulse generator (ipg) will not pair with a remote control or clinicians programmer. The patient underwent ipg revision procedure.